Event description:
Rvcoil impedance alert from (B)(6)2021. In office repeated impedance testing resulted in intermittent >200ohm readings on both rvcoil and svccoil vectors. Rvtip-rvcoil varied greatly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).